Manufacturer narrative:
Image review:images show a lesion in the lcx. A previously deployed stent is distal to the lesion. A balloon is used to dilate the previously deployed stent. Multiple dilations of the lesion is performed. An image of the lesion shows improved flow to the lcx. There were no images showing the reported stent deformation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a lesion. The device was inspected with no issues noted. It was reported that the stent deformed in vivo during positioning. The physician stated that the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.